Manufacturer narrative:
Date sent to the FDA: 03/21/2017. Event - (B)(6) 2016. The actual device product code and batch number associated with this event is not known. The international affiliate reports following two possible product codes and possible batch numbers: product code 8434 with batch # unk; product code 8834 with six possible batch numbers: batch # hmb913, mfg date: 11/06/2014, exp date: 07/31/2019, batch # gde812, mfg. Date 04/15/2013, exp. Date 01/31/2018, batch # eje052, mfg. Date 08/09/2012, exp. Date 07/31/2017, batch # jjj469, mfg. Date 08/19/2015, exp. Date 07/31/2020, batch # kch588,mfg. Date 03/17/2016, exp. Date 02/28/2021, batch # jbh635, MFR. Date: 02/12/2015, exp. Date: 07/31/2019. In addition, a review of the batch manufacturing records for six possible batch numbers was conducted and the batches met all finished goods release criteria. This medwatch report contained an operative report. Additional information was requested and the following was obtained: we have been trying to clarify the conflicting product information from the customer, however, we have not received a clear answer from the customer or the surgeon. At this stage, we are not able to provide a definitive answer as to the correct product code of the prolene suture that was used in the procedure. Representative samples were received for evaluation. According to the samples condition, no defects or suture breakage were observed at the representative samples.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic ventral hernia procedure early in (B)(6) 2016 and the suture was used as interrupted and continuous stitch with mesh application. There were no issues at time of use or on closing of the patient after completion of the procedure. The following day the patient complained of pain and ultrasound revealed herniation. The patient sent back to operating room and the surgeon reported seeing the suture broken down not at sites of the knot but mid suture length with no damage to tissues. It was also reported that the suture broken in multiple sectors leading to wound dehiscence and secondary herniation. The patient experienced pain and discomfort during the investigation phase, however this was resolved following the second procedure. The surgeon opined that there are no residual effects to the patient or consequences to the patient's final outcome. Additional information has been reported.